Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after an evening infusion set change, with blood glucose reaching approximately 270 mg/dl and remaining elevated overnight despite automated dosing; the user had recent abdominal surgery with an infusion site placed between incisions and noted abdominal inflammation while taking prescribed muscle relaxants. Symptoms included hyperglycemia. Outcomes included a decrease in blood glucose to 204 mg/dl by the end of the call after a guided infusion set and site change to the upper hip area, with no alarms reported and no hospitalization. Investigation included remote troubleshooting and user education covering infusion set replacement, tubing fill, and site relocation. Investigation of this case revealed no evidence of device malfunction or cannula issues and suggested suboptimal insulin absorption at the prior site, potentially related to local inflammation, proximity to muscle, or scar tissue. It was concluded, based on previously established findings for similar reports, that the cause was unknown but consistent with impaired insulin absorption at the initial infusion site. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.